Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 30017659l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Biosense webster, inc. - soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter, lot#: g9076298, catalog #: 10439236. 2. Biosense webster, inc. - pentaray nav high-density mapping eco catheter, lot#: 30075679l , catalog #: d128211. 3. Biosense webster, inc. - lasso® nav eco variable catheter, lot#: 30096579l , catalog #: d134301. Manufacturer¿s reference # (B)(4).

Event description:
It was reported that a patient underwent a cavo tricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post ablation phase, a small amount of effusion was noticed by soundstar catheter. There was no significant decrease in patient¿s blood pressure. Post-ablation, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The procedure was completed normally after pericardial drainage, patient¿s blood pressure was stable, and the patient was sent to the cardiac care unit (ccu). After that, no further complications occurred. The drained blood was venous blood, it is thought to be from the right heart system. The physician commented that there was a possibility of steam pop occurred during cti ablation. There¿s no information regarding extended hospitalization, patient¿s outcome or physician¿s causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on the event on november 18, 2018. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it might be related to the pop that occurred during energizing cti (inferior vena cava tricuspid isthmus line). The generator was used in power control mode. No error messages were observed on any biosense webster, inc. Equipment during the procedure. The generator used was the smartablate generator (us catalog number and serial number are unknown). Investigation summary was completed on (B)(6) 2018 : it was reported that a patient underwent a cavo tricuspid isthmus (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post ablation phase, a small amount of effusion was noticed by soundstar catheter. There was no significant decrease in patient¿s blood pressure. Post-ablation, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. The procedure was completed normally after pericardial drainage, patient¿s blood pressure was stable, and the patient was sent to the cardiac care unit (ccu). After that, no further complications occurred. The drained blood was venous blood, it is thought to be from the right heart system. The physician commented that there was a possibility of steam pop occurred during cti ablation. . Patient¿s outcome is fully recovered with no residual effects. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).